Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type implantable neurostimulator product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type extension product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins was discarded and the device was dead at ins replacement unable to provide impedances from before surgery.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). The manufacturer representative (rep) reported that on (B)(6) 2024 the patient had their nine year old implanted neurostimulator (ins) replaced.  While performing the ins replacement, the physician retracted set screws but the extension was stuck and would not come out of the 0-7 header block of the ins.  The physician was able to remove the extension with force.  The physician opted to not replace the extension and proceeded to place the extension in the new ins.  Impedances were then checked and contacts 4 and 7 had impedances of 40,000 ohms.  They tried multiple times placing the extension in the new ins and wiping the extension connector with gauze, but the impedances remained at 40,000 ohms on contacts 4 (do not use indicator) and 7 (avoid indicator).  The cause was not identified.   On (B)(6) 2024 the rep met with the patient in the office and checked impedances again.  The impedances were still showing 40,000 ohms on contacts 4 and 7.  The rep reported they were able to provide successful coverage to the patient that day.  No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (b)(60 2024. Product type implantable neurostimulator product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2015. Explanted: product type extension product ID 3708140 lot# serial# njb159049v implanted: 2015-02-24 explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: njb156269v, ubd: 10-jul-2018, UDI#: (B)(4). ; product ID: 3708140, serial/lot #: njb159049v, ubd: 27-aug-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.